Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU provides the following statement related to the reported failure: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ based on the information provided and the results of the investigation, it is considered unlikely that the equipment will be peeled off due to aging or other factors. Therefore, it is assumed that it was caused by external force such as strong rubbing on the part in normal use including reprocess that led to the occurrence of the phenomenon. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the elevator channel inlet was loose and leaking. Additionally, the forceps cover glue was cracked and peeling. The scope connector was loose. The customer label was obscuring the olympus label and the angle wire of the control knob was stretched. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, during the reprocessing of an evis exera ii ultrasound gastrovideoscope, a minor leak was detected. There was no patient involvement during this event.